Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced low blood glucose (bg)with a lowest recorded level of 54 mg/dl. The device alerted the user to the low glucose level. During the event, the user also received sensor error alerts, which interrupted glucose readings until the sensor was replaced. Review of the device report indicated that the user had accidentally entered three meal announcements in succession, with the final entry recorded as a ¿more than¿ announcement. The low was corrected with 15 grams of carbohydrates in the form of cranberry juice. The user was then re-educated on proper meal announcements. The user reported experiencing shaking in the hands during the episode. The event did not persist beyond 90 minutes. No external medical intervention was required, and no caregiver assistance was involved. On (B)(6) 2025, the user reported that bg had returned to range and that the replacement sensor was working properly. The user confirmed no further issues.